Event description:
The nurse was attempting to deflate the catheter with a 10cc syringe that was attached to a luer lock tail, but no water was returned. After several failed attempts to deflate the catheter, the physician was notified and the nurse was instructed to cut the catheter. After the catheter was cut, the nurse was still unable to remove the catheter. Physician then ordered the patient to go to ultrasound. The catheter was clamped and the patient was transported to ultrasound. Ultrasound notified the floor that the catheter had deflated and was it was then removed from the patient.